Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the uso seal to have an air pocket. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems were identified during this DHR review. Device underwent accuracy testing, confirming the reported customer allegation. The uso sensor was noted to be slightly collapsed. However, the problem source has been unable to be determined. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd solis hpca pump is not infusing correctly. It was reported that patient involvment is unknown.